Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant was placing a cp via the 14fr sheath for single access with 7fr pc. The 87-year-female patient had been admitted in for a high-risk coronary intervention (hrpci). The 14fr was leaking despite all best practices and so the sheath was replaced for shorter 14fr and pci sheath access made via the left femoral, and the impella remained on the right. The blood lost did not prompt any infusion back to the patient. The impella cp supported for over 2 hours and the pump was explanted. At the explant the pump fractured to 2 pieces when being pulled/removed from the sheath.

Manufacturer narrative:
The investigation for the product damage has been completed. The impella cp and 14frx13cm 14frx25cm introducer sheaths were returned for evaluation. Pump was returned with cannula detached from outflow cage. Tearing and stretching was noted on both ends of separated cannula. Delo bond on outflow cage remained fully intact. Clinical details noted that pump got stuck in peel-away sheath when removing through peel-away sheath. It was noted that excessive force was applied when removing pump. The root cause of the product damage was most likely use related as evidence of excessive force was found on returned pump.